Manufacturer narrative:
The concerto coil was returned for evaluation with the implant coil still attached. The tack weld replacement (twr) crimp was found to be loose; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at the proximal end. The implant coil was found to be damaged and stretched and had lost its original shape with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. The report of non-detachment was confirmed. The concerto coil was returned with the pushwire and the implant coil still attached. However, the cause for the non-detachment could not be determined, as the concerto implant coil successfully detached via the manual method of detachment mentioned in the concerto coil instructions for use (IFU). The cause for the bends in the pushwire and for the damaged implant coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during coiling treatment of splenic artery aneurysm, one concerto coil would not detached with instant detacher. The coil was removed from the patient. Different size coils were selected, delivered and detached successfully. The patient anatomy was moderately tortuous. No patient injury was reported as a result of the procedure.